Event description:
It was reported that device was noted to be in back up vvi mode. Review of egm noted noise and magnet reversion. Device was explanted and replaced. Patient condition was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported reset was confirmed in the laboratory and was due to a power on reset that occurred during hv charging. Noise was observed on the stored electrograms at the time of reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.